Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient faced seven infusion sets leakage at site event on 03-jul-2024. The leakage occurred at 4th day of wear. Infusion set was used for 4 days. Site location was at the canula part. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 7. E1: patient city: (B)(6). Patient country: netherlands.